Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual examination of the returned product identified the device shows wear from previous uses to the distal inserter end, strike plate, and handle body. Boss at the handle end and mating strike plate hole show damage. Strike plate weld is confirmed fractured. No other damage noted. Device has an approximate field age of 8 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the impactor plate broke off the curved cup inserter during use, and the procedure was continued with a straight version. There were no consequences or impact to the patient, and no additional surgery time was encountered. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.